Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient had an attempted impella cp implant and the impella came across aortic valve while attempting to recross impella folded in on itself. The implant was aborted.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Data logs confirmed pump was in aortic area (about 45 minutes into the case). Pump then was stopped manually and disconnected from the console. Product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely due to attempt to re-cross the valve wirelessly per instructions for use the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12568.